Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a, product ID: 97755-s (serial: (B)(6); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97745nt (serial: (B)(6); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755 (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported the area where the paddle and cord are connected gets a little warm since about 2 weeks ago. Agent asked patient to inspect the recharger (rtm) for damage and patient said there is no damage on the rtm. An email was sent to the repair department to replace the recharger device. Patient called back stating that they received the replacement recharger but they are still having trouble charging the implant. Caller stated they keep seeing system problem (77) rm05. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed flashing green light above screen; controller is 80 percent and implant is 50 percent. Caller confirmed no physical damage on controller connector port pins. Caller then connected recharger and confirmed batteries (49) recharging; but the quality kept switching from poor to excellent with no movement and then it went to rm05 again. Agent sent email to repair to replace the controller. The patient called back and said they still get the rm-05 code with new rtm and controller. They are sure they are using the new equipment that repair department sent. Recommended that the patient follow up with hcp/rep.

Manufacturer narrative:
Product ID 97755, lot#/serial# (B)(6) was received for device analysis. The analysis found the recharger was stuck in passive recharge mode. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.